Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with "703:00 alarm." This problem was identified upon power up. There was no patient involvement, injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.